Event description:
Patient reported "(B)(6) year old daughter was born with a mild form of dwarfism called spondyloepiphyseal dysplasia congenita", a rare disorder of bone growth that results in dwarfism. For the patient, the event of raynaud's syndrome is reported. Device remains implanted. This file is for the left side. See MFR #2024601-2014-00341 for the right side.

Manufacturer narrative:
Allergan silicon device labeling: effects on children: "concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. There were no cases reported of raynaud's phenomenon in patients in the allegan core study.